Manufacturer narrative:
(B)(4). A visual analysis of the returned optiflex¿ stone retrieval basket found the introducer was on the sheath. The basket was in the retracted/closed position when received and the sheath was found kinked. A functional evaluation was performed. The thumbwheel moved freely in both directions, but the sheath would not move over the wire and the basket would not open. The pinch vise rotated freely but the basket was in the closed position and could not be checked for rotation. The device was disassembled and found that the wire had been broken. The sheath and glue plug remained attached to the rack gear. The evaluation revealed that the pull wire was broken. During manufacturing, the devices are 100% inspected for functionality/integrity. Most likely, the defects noted were due to some operational aspect of the procedure, therefore, the most probable root cause is "operational/physiologic context." The device history record (DHR) review found that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an optiflex stone retrieval basket was used during a bilateral ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, it was found that the basket would not close. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient was not harmed at the conclusion of the procedure. This event has been deemed a reportable event based on the investigation results; pull wire breaks.